Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on both the harvesting tool as well as on the cannula. There were no visual defects observed on the harvesting device. The cannula was observed to be intact. The c-ring was observed to be intact. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula. There was no resistance detected upon inserting the harvester into the cannula. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 25154697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws "catching" as being passed through cannula. Had to finish case by using a new kit. No significant delay was encountered. No patient harm. It was not for certain whether something broke and occluded the lumen of the cautery cannula. They described the sticking as likely being due to something located near or at the jaws catching the sides of the inside of the lumen. It was also difficult to move the cautery in and out after the jaws were through the device.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws "catching" as being passed through cannula. Had to finish case by using a new kit. No significant delay was encountered. No patient harm. It was not for certain whether something broke and occluded the lumen of the cautery cannula. They described the sticking as likely being due to something located near or at the jaws catching the sides of the inside of the lumen. It was also difficult to move the cautery in and out after the jaws were through the device.